Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) was 300 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after replacing the usb cable and wall adapter; however, no additional information was provided.